Event description:
Reportable upon analysis completed on 10dec2014. It was reported that the shaft was kinked. The lesion being treated was located in the isthmus. A blazer prime¿ xp ablation catheter was advanced to treat the lesion, however it was noted the tip was kinked. The device was successfully removed. The procedure was completed with another of the same device. No patient complications were reported and the patient is fine. Device analysis found that an electrode was lifting.

Manufacturer narrative:
(B)(4). The returned device matches with upn and lot provided by the customer. The device has a kink at the distal section while in the neutral position at 2cm from the tip. In addition the device has a broken adhesive and fluids residues under the adhesive at ring#2 and ring#3 . The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).